Event description:
Bronchoscope device associated with 8 pts positive cultures for pseudomonas aeruginosa. The scope was cultured inside the ports and brush, the same pseudomonas strain isolated from pt's was also isolated from these areas. The outside of the scope was also cultured but results were negative.